Manufacturer narrative:
Device received not deployed with the slide insert not visible through the viewing window. Data downloaded from the device indicates a rotational sensor malfunction during the priming sequence prevented the device from completing enough priming pulses to deploy. Otherwise, no damages or defects were noted. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.d4 - lot no changed rom blank to l50035. D4 - expiration date changed from blank to 6/11/2022. D4 - unique identifier (UDI) # changed from (B)(4). H4 - device mfg date changed from blank to 12/11/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.